Event description:
The customer's mother called to report that the insulin pump stopped working. The mother also stated that the customer was in the hospital, but she did not state whether or not the hospitalization was due to high or low blood glucose levels. The mother did report high blood glucose levels greater than 600 mg/dl. Attempted to call the mother back for more info, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.